Event description:
It was reported that a device was used during a tonsillectomy. It was reported by the rep that the hand piece would not work, the surgeon only rec'd a solid tone. The case was completed with another hp052. There was no pt consequence.